Event description:
A tandem mobi cartridge alarm was reported during the load process, and cts confirmed a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Despite attempts to reload the original cartridge and resume insulin therapy, the cartridge alarm persisted. Cts assisted the customer in attempting to resume insulin therapy, but the alarm recurred. Consequently, cts instructed the customer to remove the cartridge and deliver a 9-unit bolus, which completed successfully, but reloading efforts failed. As a resolution, cts arranged to replace both the pump and original cartridge. The customer was instructed to return the pump using the provided return box and acknowledged the need to program settings and connect their cgm to the replacement pump.